Manufacturer narrative:
Patient information is unknown. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 04/30/2014. The suspect network port was returned for analysis and found to be damaged. One side wall of the connector is broken out with bent and broken leads inside. Replacing the port on the system resolved the issue.

Manufacturer narrative:
Patient information provided. Patient weight was unavailable from the site.

Event description:
A site nurse called with issues loading a patient exam before surgery. They had tried to load the exam via network transfer, but received an error "network unable to communicate." The nurse took off the side panel and bypassed the network bulkhead plugging the network cable directly into the stealthstation s7 computer. He said that he saw a blinking amber light, but still received the error. Despite further troubleshooting efforts they were unable to load the patient data via network transfer or cd. The surgery was canceled and rescheduled. No impact to the patient was reported.